Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented with vasoplegia, possible sepsis-like symptoms but more like a mixed shock. The patient had high international normalized ratio (inr) of 10.3 and lactate dehydrogenase (ldh) was stable at 318 (baseline between 200-300). Transthoracic echocardiogram (tte) showed atrioventricular (av) opening, however due to poor windows the site was unable to view av on previous tte status post transposition of the great arteries (tga) congenital correction. The patient¿s haptoglobin was normal, plasma free hemoglobin (hgb) was pending. Blood cultures tested (B)(6) for (B)(6) and the patient was placed on intravenous (IV) antibiotics. The source of the infection was unknown. The vad flows returned close to baseline and other markers of end organ perfusion looked stable. No interventions were done for high flows/watts. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Log file analysis revealed several increases and decreases in power consumption and estimated flows between 16-mar-2022 and (B)(6) 2022. Several additional changes in power consumption and estimated flows associated with manual changes in pump rotational speed were logged within the analyzed period. There were two low flow alarms were logged on (B)(6) 2022. As a result, the reported low flow and high power events were confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, and/or inappropriate pump rotational speed. Information received from the site indicated that the patient presented with vasoplegia and possible sepsis-like or mixed shock symptoms. Blood cultures tested positive for methicillin-resistant staphylococcus aureus (mrsa) and the patient was placed on intravenous antibiotics; the source of the infection was unknown. Additional information indicated that the patient was on intravenous direct thrombin inhibitor. It was further reported that the patient was hemodynamically unstable on inotropes and vasopressors. The patient was treated for pneumonia, influenza a, and possible sepsis. A computerized tomography scan revealed an obstruction or narrowing of the outflow graft. It was also reported that the patient experienced a gastrointestinal bleed. The patient was reintubated and underwent an outflow graft revision, where a clot was removed from the graft. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, infection, and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Additional products: d4: lot#: 36127201-7876 h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. B2 outcome attributed to adverse event & date of death, b5 describe event problem, h1 type of reportable event, and h6 codes were updated. Additional products: d4: lot #: 36127201-7876 h6: imf code(s): f02 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient passed away from multiple systems organ failure (msof), free air in the abdomen, and sepsis. No further details were made available.

Manufacturer narrative:
A supplemental report is being submitted for an update to the investigation summary. Revised product event summary: (B)(6) and the associated outflow graft (36127201-7876) were not returned for evaluation. Log file analysis revealed several increases and decreases in power consumption and estimated flows between 16/mar/2022 and 11/apr/2022. Several additional changes in power consumption and estimated flows associated with manual changes in pump rotational speed were logged within the analyzed period. Two (2) low flow alarms were logged on 05/apr/2022. As a result, the reported low flow and high power events were confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, and/or inappropriate pump rotational speed. Information received from the site indicated that the patient presented with vasoplegia and possible sepsis-like or mixed shock symptoms. Blood cultures tested positive for methicillin-resistant staphylococcus aureus (mrsa) and the patient was placed on intravenous antibiotics; the source of the infection was unknown. Additional information indicated that the patient was on intravenous direct thrombin inhibitor. It was further reported that the patient was hemodynamically unstable on inotropes and vasopressors. The patient was treated for pneumonia, influenza a, and possible sepsis. A computerized tomography scan revealed an obstruction or narrowing of the outflow graft. It was also reported that the patient experienced a gastrointestinal bleed. The patient was reintubated and underwent an out flow graft revision, where a clot was removed from the graft. The patient later passed away from multiple systems organ failure, free air in the abdomen, and sepsis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, infection, multi-organ failure, bleeding, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's lactate dehydrogenase (ldh) remains at 400s and is on direct thrombin inhibitor intravenous (IV).

Event description:
It was further reported that the patient was hemodynamically unstable on inotropes and vasopressors. The patient was treated for pneumonia, influenza a, and possible sepsis. A computerized tomography (CT) scan revealed an obstruction or narrowing of the outflow graft. It was also reported that the patient experienced a gastrointestinal bleed and that the ventricular assist device (vad) exhibited low flow alarms. The patient was reintubated and underwent an outflow graft revision where a clot was removed from the graft.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient had an outflow graft obstruction, a gastrointestinal bleed, pneumonia, and required an outflow graft revision and additional treatment. Additional products: d1: heartware ventricular assist system ¿ outflow graft. D4: model #: 1125 / catalog #: 1125 / expiration date: unk / lot #: 36127201-7876 UDI #: (B)(4). D6a: implanted date: (B)(6) 2016 d9: no. H4: mfg date: unk. H5: yes. H6: patient ime code(s): e0306, e0506, e0514, e0733, e2336. H6: imf code(s): f1203, f08, f1905, f2203, f2303. H6: img code(s): g04019. H6: FDA device code(s): a1409. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.